Event description:
It was reported that during the implant procedure, once the lead was placed in a proper position, the guidewire could not be removed from the lead. The lead was exchanged and the procedure was completed. The patient was stable.

Manufacturer narrative:
The reported event of failure to remove the guidewire was not confirmed. A complete lead with its associated stylet was returned partially inserted in the lead for analysis. Multiple bends and blood was noted on the stylet. The associated stylet was able to be removed with no difficulty. A sample stylet was used to perform an insertion test, and x-ray confirmed the sample stylet was able to be fully inserted / removed successfully with no difficulty. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.